Event description:
It was reported that, "patient's complete right hip was revised. Patient had primary hip surgery in 2005. Three months post op showed them doing well, with no pain. At nine months post op, had some discomfort, but no abnormalities. By two years post op, there was increased pain, and ap films show loosening of acetabular component."

Manufacturer narrative:
Device was sent by the reporter to a third party for evaluation.